Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty capacitor on the interface board. The insulin pump was monitored for four eight hours with multiple basal rate. No a73, a17 or a47 alarm noted, however a47 alarm was in pump history screen due to corrupted history file. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. No cosmetic damage noted.

Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart. Customer's blood glucose was 262 mg/dl. Troubleshooting was performed and it was noted the device had alarmed eight times and it had other reoccurring alarms. External ram crc error alarm had reoccurred five times. Troubleshooting was performed for other alarm and due to reoccurring alarms the customer was advised the device need to be replaced. She agreed to return the device for further analysis. Customer only declined troubleshooting for battery out limit alarm as the device was being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.